Event description:
The event is reported as: one to three days after skin closure, the staples did not hold. The scar re-opened and was re-sutured with wire suture. No patient injury reported.

Manufacturer narrative:
The investigation results are not available at the time of this report.